Event description:
A technician reported white flakes went into the eye during surgery. The flakes were aspirated out of the eye during the initial procedure. There was no patient harm.

Manufacturer narrative:
The product was not returned for evaluation. The reporter did not provide a lot number or any identification traceable to the manufacturing process. The cause of the event could not be determined. Additional information was requested on 12/11/2009, 01/21/2010 and 02/11/2010 by phone and mail. Additional information was not received. (B) (4). (B) (4). (B) (4).